Event description:
It was reported that the patient had no stimulation on the left side. The clinical specialist troubleshot the issue and verified that all electrodes on the left side were out of range/ high impedances. The patient was reprogrammed to unilateral stimulation on the right side only and was advised to follow up with the physician. On (B)(6) 2023, it was reported that the patient underwent revision surgery to replace the left stimulation lead. Unrelated to the reported incident, the right lead was also replaced due to the suboptimal placement of the lead and to improve the stimulation on the right side. The procedure was successful, with no report of patient harm or injury. The hospital staff inadvertently discarded the lead assemblies. Therefore, no part evaluation can be performed. The device manufacturing and sterilization records were reviewed- no nonconformances were found.

Manufacturer narrative:
The patient's demographic is not available. Mml reference # (B)(4).